Event description:
It was reported that during set up prior to a surgical procedure at the user facility the device was producing metal shavings. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported metal shavings were not able to be duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance, and returned to the user facility.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during set up prior to a surgical procedure at the user facility the device was producing metal shavings. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.